Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose and was alerted by alarm 2. The insusion set was used for 2 days. The patient gave herself a bolus via multiple daily injection which did not work and the patient had to be hospitalized for three days. Patient's blood glucose value at the time of event was 589 mg/dl. Patient suffered from diabetic ketoacidosis. At hospital she was given IV and fluids of saline and insulin. Patient's health care provider identified that patient had acute kidney damage and had life threatening levels of ketones. Patient also changed soft cannula infusion set only and resumed insulin. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code malfunction cannot be determined. The batch 6005215 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 6005215 were previously tested in complaint (B)(4) on 03/jul/2025. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6005215 was manufactured according to the wi version 58 in the line 1, on 25/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction code malfunction cannot be determined and lot 6005215 and no other complaint has been registered in database for the same lot 6005215 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.